Event description:
A healthcare facility in another country, reported that upon opening the boxes of the four rd900aeu neopuff infant resuscitators, frosty manometers were found. The numbers in the manometers cannot be seen.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint devices. A follow up report will be provided.